Manufacturer narrative:
H.6. Investigation summary when we checked the actual product, it was found that the connection between the smart site at the end and the tube was damaged. In addition, this product was subjected to an external appearance inspection immediately before being put into individual packaging, and no abnormalities were observed. In addition, no abnormalities were found in the shipping tests of all production lots in the past (the relevant jis airtightness standard: no water leakage was observed when pressurized at 150 kpa for 15 minutes. * sampling inspection n = 8). Because the shape of the damaged part matches the curved part of the end face of the one-touch clamp, etc., this event was caused by excessive load in the bending direction when the one-touch clamp was moved and climbed on the connection during use. It was presumed that the tube was damaged. In order to prevent the one-touch clamp from climbing over the connection, the specifications have been changed to provide a one-touch clamp stopper as a one-touch clamp stopper on the connection from the production last december. No anomaly found on DHR. H3 other text : see section h.10.

Event description:
It was reported that ss ext/1y/mp/std/50cm/ls/pb leaked. The following information was provided by the initial reporter: "after 1 week of use, nutrients leaked from the connection of the line."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that ss ext/1y/mp/std/50cm/ls/pb leaked. The following information was provided by the initial reporter: "after 1 week of use, nutrients leaked from the connection of the line."